Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was detached, exposing the core wire by approximately 1.6cm. The core wire tip was exposed. The detached segment was not returned and there was no evidence of core wire fracture. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. The guidewire was found kinked at a point approximately 252cm from the distal end. The complaint is consistent with the returned guidewire that the distal tip was detached, exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage.¿ a DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during unpacking, the hydrophilic tip detached, exposing the tip of the metal corewire. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during unpacking, the hydrophilic tip detached, exposing the tip of the metal corewire. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.